Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed impedance - resistance/impedance increase. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum ventricular pace bi impedance = 589 to 2907 ohms range between (B)(6) 2011 and (B)(6) 2012.

Event description:
It was reported that an alert triggered due to the right ventricular (rv) lead having high and increased impedance measurements. Therefore the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead and the superior vena cava (svc) coil remains in use. No patient complications have been reported as a result of this event. It was later reported that the lead was explanted and replaced.